Event description:
The customer reported that their olympus evis exera ii xenon light source lost power during a therapeutic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A charred fuse component on the inlet of the power supply was discovered and causing a bad power supply to the device. Additionally, scratches were noted on the top cover. The lens based was cracked. The front panel was discovered. The socket slider switch was worn out, causing intermittent use of high intensity mode. The unit was equipped with the old version of the igniter and iris cable. The lamp in the subject device was a non-olympus lamp with a meter life of 500+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the power issue and charred fuse component could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire.¿ olympus will continue to monitor field performance for this device.